Event description:
Report #1 of 2 received of a leak of chemotherapy solution. The reporting nurse initiated an infusion of taxotere via an acclaim pump at 265ml/hr while the pt was sitting up in a chair. Approximately 5 minutes later, while attending to the roommate sitting in the adjacent chair, the nurse heard a pop. The pt receiving the taxotere infusion immediately commented that there was a leak. The taxotere did not contact the pt. Upon inspection, the nurse found a leak at the filter and stopped the infusion. The roommate reported a burning sensation in their left eye. The nurse then flushed the eye twice with water. The set was changed and the taxotere infusion was resumed. There were no reported adverse pt sequelae.